Event description:
It was reported that during preparation for a pulse field ablation procedure, a faradrive steerable sheath was selected for use. Outside the patient, poor air tightness occurred. Bubbles were observed in the flushing line. No air observed in the patient. The procedure was completed successfully with a new sheath. No patient complications were reported.